Event description:
It was reported that the insulin gauge displayed an amount different than expected. There was no adverse impact to the customer¿s blood glucose level. The caller declined troubleshooting and noted the issue had been ongoing periodically since receiving the replacement.